Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg was physically moving in the pocket and patient was having difficulty charging the ipg. The patient underwent a pocket revision wherein the ipg was replaced and the pocket was tightened. No device malfunction was suspected. The patient was doing well.